Manufacturer narrative:
(B)(4). The customer's report of the stopcock not tightening was confirmed. The joint between the stopcocks of the extension set due to breakage between the stopcocks. Functional and pressure testing confirmed a leak between the male and female luer of the stopcocks. The root cause of the breakage was not identified.

Event description:
The customer reported the tubing has broken ports and/or backup of fluids, a note was attached to the set stating "stopcock will not tighten". There was no patient harm or medical intervention. The customer stated that no further patient or event info is available.